Event description:
It was reported that a vns implanted patient had their entire device explanted. The patient had an infection at their generator and lead site. The patient had been picking at their incision sites, so it was felt that was likely the cause of their infection. The patient was implanted on (B)(6) 2012 and two weeks postop, their incisions looked healed and ok and at three weeks postop, they were red and swollen. The patient was placed on IV antibiotics and they thought the issues was resolved, but shortly after finishing their round of antibiotics, their infection came back. This time they had purulent drainage at both sites and redness. They were treated again with IV antibiotics, but it did not resolve. Wound cultures showed (B)(6). The patient's explanted products were returned for analysis. The outer silicone tubing has what appears to be an abraded/tear opening on the lead body. The exact point in time of when this occurred is unknown. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observation and typical wear and explant related observations, no anomalies were identified in the returned lead portion. The lead assembly has remnants of what appears to be moisture inside the inner and the outer silicone tubing. No obvious point of entrance for the moisture was noted other than the identified tubing opening, punctures and the cut end of the returned lead portion. The patient's generator was returned for analysis. An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. A device history review was performed and shows that the pulse generator passed all specifications before it was released. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 2.698% of the battery had been consumed. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.